Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was noted that the catheter had difficulty tracking over the wire through the tortuous anatomy. It was noted that there was a thoracic aortic perforation that was caused by the catheter going through an acute angle in the aortic arch. Subsequently, the patient died.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The enveor delivery catheter system (dcs) capsule was purposefully designed to be stiff enough to allow for the device to be inserted without the use of an external introducer sheath, and for the valve to be recaptured and repositioned, potentially reducing the number of coronary occlusions and other adverse patient effects related to a malpositioned device. However, the rigidity of the capsule may impact maneuverability in some patient anatomies. In this case, it was reported that the patient had tortuous anatomy, which may have led to the advancement difficulties. Vessel trauma can occur as a result of maneuvering difficulties, likely related to the additional force or manipulation used to advance the device in the difficult anatomy. In this case, the patient expired as a result of the aortic perforation. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and is a known risk per the evolutr instructions for use (IFU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.